Manufacturer narrative:
Additional narrative: patient information was not provided by reporter. This report if for one unknown t-pal implant (implant that was stuck in handle during (B)(6) 2015 surgery). Part and lot number were not provided by reporter. UDI# is unavailable. It is unknown if the reported implant was successfully implanted on (B)(6) 2015 or if another implant was used. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that during a transforaminal lumbar interbody fusion (tlif) of levels l4 to s1 on (B)(6) 2015, when the surgeon tried to detach the spacer from the reported transforaminal posterior atraumatic lumber spacer system (t-pal) spacer applicator inner shaft after setting it in the final position in the disc space, the tip portion of the forceps of the inner shaft became jammed into the spacer and could not be released. The surgeon had to the reported t-pal shaft from the applicator handle, forcefully. Due to the event, the surgery was extended for 20 minutes. The patient had undergone the initial surgery on an unknown date approximately three years prior to the (B)(6) 2015 procedure. During the initial surgery, the patient was implanted with the t-pal system at levels l3 to l4. The (B)(6) 2015 tlif surgery was a planned procedure to address levels l3 through s1. During the tlif surgery, fixation was applied to levels l3 through s1 and screws were inserted into levels l4 and l5. Implants (7 mm height spacers) were applied and inserted into the interbodies of l4 and l5. This report if for one unknown t-pal implant (implant that was stuck in handle during (B)(6) 2015 surgery) this report is 5 of 5 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.